Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the patient's receiver was overheating. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. Functional testing was performed but could not be completed because the receiver would not turn on. The receiver case was opened for further evaluation. An internal inspection confirmed the reported event of an overheating receiver. The root cause was determined to be a defective component in the receiver's printed circuit board.